Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. The patient experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient¿s cgm was reading low mg/dl and the bg meter was reading 600 mg/dl. The patient was vomiting and had an unspecified ¿speech issue.¿ the patient called ems (emergency medical services) and was transported to the ER (emergency room). He was treated with an unspecified IV and insulin. The patient was discharged from hospital to go home 7 days later (B)(6) 2024. The patient was in good condition at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. B3 date of event - correction. B5: describe event or problem - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up- correction/additional information. H6 codes: health effect - clinical code - correction/additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. The patient experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient¿s cgm was reading low mg/dl and the bg meter was reading 600 mg/dl. The patient was vomiting, had diarrhea, and an unspecified ¿speech issue¿. The patient called emergency medical services and was transported to the emergency room. He was diagnosed with diabetic ketoacidosis and treated with an unspecified IV and insulin. The patient was discharged home 2 days later on (B)(6) 2024. The patient was fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code - e0131 speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient¿s cgm was reading low mg/dl and the bg meter was reading 600 mg/dl. The patient was vomiting and had an unspecified ¿speech issue¿. The patient went to the emergency room and was treated with an unspecified IV and insulin. There was no information about how long the patient was in the ER prior to discharge. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.